Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned. The lead was stretched in various locations throughout. Blood was noted in the distal conductor near the electrode end. Further testing found the distal conductor was fractured (due to overstress) in the connector.

Event description:
It was reported that during the implant procedure, high resistance/impedance was noted. True bipolar and unipolar measurements were >4000 ohms each time. The cables and lead position were changed and the resistance remained the same. The lead was not implanted. No patient complications have been reported as a result of this event.